Event description:
The reporter state that the surgeon inseted a aa4203tf toric silicone lens. The lens optic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. Surgery was completed using another lens.